Manufacturer narrative:
The reported field event of high pacing lead impedance was confirmed in the laboratory due to review of device image. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented to the clinic after receiving a vibratory patient notification alert. It was noted that the rv pacing lead impedance was high and out of range. There was also no capture or sensing in the rv. The change in impedance and sensing measurements was reproducible through isometrics and pocket manipulation. The pocket was opened and change in impedance and noise was observed while handling the device. There was intermittent capture, sensing and output. Leads were tested normal through psa. Device was explanted and replaced. All measurements were normal with the new device. Patient¿s condition was stable prior, during and after the procedure.